Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's label was illegible. The patient was readmitted with the same device but the label was no longer available and the color tag had almost worn off of the flange.